Manufacturer narrative:
Concomitant medical product: w4tr02 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after implant, during threshold testing patient started complaining of extreme symptoms of anxiousness as soon as vector express was started. Threshold was tested left ventricular (lv1)-lv2 with good threshold. Pacing was programmed lv1-lv2 at 2v/0.4ms. Within two seconds of vector express starting to run, the patient started yelling and became anxious to the point of requiring supplemental oxygen. Vector express was stopped. Lv pacing lv1-lv2 was tested at max output without symptoms replicating. Due to the nature of urgency of the situation, company representative was not able to palpate or confirm if stim was occurring. It was suspected symptoms were related to stimulation during vector express during threshold testing lv1to can. Due to symptoms, all vectors were not tested, and it was not confirmed what vector caused the symptoms. The lead remains in use. No further patient complications have been reported as a result of this event.